Manufacturer narrative:
H6; broken fingers (alignment). The product complaint analysis team has completed its investigation of the device which was returned. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the cartridge was returned with the alignment fingers broken off. No testing could be performed due to the condition of the cartridge returned. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device could not be used. There was no patient consequence. Additional information received on 06/10/97. It was clarified that the device did not work properly.